Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit timer and found that the compressor was due for a rebuild. The (fse) removed all the dust and debris from compressor section. The (fse) installed 5k rebuild kit and ensured that there was proper operation of compressor with no signs of overheating. The unit passed all functional and safety tests per factory specifications. The unit was cleared for clinical use and returned unit to customer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit displayed maintenance error code #4. Unit was swapped for another. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.